Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to penile pain. The patient was implanted with a new ipp device. The patient outcome was reported as there being no other issues.